Manufacturer narrative:
No pt injury nor medical intervention was required. A gambro technician checked the machine and found that the access line of the prisma set was clotted and the filter itself was filled with air bubbles. This clotting was caused by a coagulation of the access pressure pod. Since there was no blood flow, the replacement solution progressively filled out the filter. In addition, the uabd was checked and found to be within manufacturer's specification. Clotting in lines prior to anticoagulation infusion point is a known clinical problem in extracorporeal circuits. In case of sudden clotting and depending on the position of the access pressure pod, the machine might not be able to set off the appropriate alarm(s). The "before you get started" chapter of the prisma operator's manual has a specific warning related to possible coagulation problems: "due to the nature of use of the prisma set (low blood flow rate, extended treatment time, and other special factors), the possibility for coagulation within the blood flowpath is substantially enhanced. Give careful attention to the ppossible medical hazards associated with coagulation of the blood flowpath".

Event description:
The customer reported, there was much air in the extracorporeal circuit, but the machine did not trigger any alarm. The treatment was stopped before the air reached the ultrasonic air bubble detector (uabd).